Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, but defib conductor was distorted, distal conductor was stretched, blood noted on helix, and there was outer insulation cosmetic depression; partial lead in segments returned and analyzed.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead was broken. The lead was removed and replaced. It was noted the extraction was difficult and the lead was cut in parts. No further patient complications were reported as a result of this event.